Event description:
During a tmj implant case the surgical nurse felt that the labeling on the tmj implant kit was misleading for the following reasons: 1) all components in the kit were labeled as sterile, except the universal condylar prosthesis which was labeled as non-sterile. 2) the non-sterile label did not have any distinguishing identification other than the word "non-sterile" compared to the other sterile labels within the kit. 3) the non-sterile label had a "peel to remove" statement. When the non-sterile label was removed it revealed a sterile label underneath. 4) the condylar prosthesis had to be flash sterilized in a non-emergency situation because the surgical procedure had already started. According to co there was a letter that accompanied the tmj implant that explained that the condylar prosthesis was non-sterile and required "flash" sterilization. Rptr stated that she was very concerned about the labeling because the condylar prosthesis was packaged as if it were sterile. Also, she stated that the association for the advancement of medical instrumentation (aami) and the joint commission only recommend "flash" sterilization when there is an urgent need. She did not believe that the "flash" sterilization required by the tmj was in accordance with the aami recommendations. The firm began sending the sterilization requirement letter to users of the device in 3/93. It was asked if the sterilization procedure had been validated, co stated that validation was the hosp's responsibility because the non-sterile condylar prosthesis was not subject to a PMA. Firm is apparently awaiting recept of their 510(k) approval letter for the sterile condylar prosthesis. Once this is received the firm will begin shipping the sterile condylar prosthesis.